Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in to the server. The customer checked with their local hospital information technology team, who indicated that the issue might have been caused by an expired certificate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to log in to the es server due to a missing certificate binding. A technical support specialist (tss) dialed in to the server, verified the authentication error and identified the missing certificate, and re bound the certificate by following knowledge article all users unable to login to es 1.6.1 website. The tss successfully logged in to pes and hsv (health sight viewer) but was unable to view pes and encountered an error on the screen. The tss restarted refreshed the iis manager, after which the user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.